Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion, as well as a posterolateral lumbar fusion at l4-5, using a depuy concorde bullet made of carbon fiber reinforced polymer material. The depuy concorde bullet was placed into the disc space along with rhbmp-2/acs. Bmp-2 was also placed in the posterolateral aspects of the spine. Reportedly, sometime following surgery, the patient followed up with her physician and complained of worsening back and leg pain. An MRI revealed that the patient had developed posterior and lateral bony overgrowth at the l4-5 level. The patient has continued to experience daily, disabling pain that prevents her from performing many activities of daily living.

Manufacturer narrative:
Concomitant product: depuy concorde bullet (implant (B)(6) 2007). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.